Event description:
Pt is an post-op cesarean section. On trying to remove foley catheter - balloon would not deflate. After many attempts to deflate more saline was instilled and then rptr was able to deflate.